Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that after a surgical replacement on (B)(6) 2013 (refer to manufacturer report #3004209178-2013-15418), the patient's potassium and magnesium levels were not right so they kept him in the hospital until (B)(6) 2013. There was reportedly a doctor in there giving the patient ultrasounds on his liver or stomach, but the patient "didn't know". The patient stated that this was a "whole another issue" and had nothing to do with the pump. The patient stated that the drugs in the pump had always been morphine and "other ones", and previous unrelated information indicated that the "other ones" were bupivacaine and clonidine. Additional information was requested to determine the patient outcome.